Manufacturer narrative:
Add'l attempts to the hosp contact have been made with no add'l info provided. This MDR includes all event info received to date. A supplemental report will be submitted upon final review by post market clinical physician and completion of the pt's investigation. A death has been alleged against the cycler machine. Due to lack of info MDR's will be filed for each concomitant device as part of a system level review.

Event description:
A hosp contact called into customer service requesting to know what to do with a cycler when a pt expires. It was noted the staff noticed the pt passing while he was in dwell 2, but did not call time of death until he was disconnected from treatment. The contact did not believe the pt's passing was related to his peritoneal dialysis treatment, but he could not be sure.